Event description:
It was reported that the device was not responding and then overheated. A delay less than 30 minutes was experienced, no patient/user injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller only had minor scratches. Also warranty seal is broken. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge which could have caused the subject controller to overheat, or (2) the exhaust fan at the rear of the subject controller might have been obstructed by a wall or another piece of equipment in the operating theatre, thus not allowing sufficient airflow through the subject controller, (4) using an improper power cord or improper extension cord, or a loose power connection, (5) an issue with one of the concomitant devices in use at the time of this complaint event. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.